Manufacturer narrative:
As reported, optifix at fastener was dropped in patient's abdomen and left in vivo. There has been no additional medical or surgical intervention at this time. Based on the information provided to date, no conclusion can be made. Per the instructions for use (IFU), absorption of the fastener is nearly complete after 360 days. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 01-nov-2023 based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, during a procedure, optifix at fastener was dropped in patient's abdomen and left in vivo. It was reported that the surgeon elected to leave it as they were not able to find the fastener. There was no reported patient injury.